Event description:
Caller indicated the assure 4 meter was reading high. At around 6 pm, nurse took bg of pt. The meter came back with a reading of 500. They felt this was too high since the pt felt fine. They retested with another meter and the bg was 89mg/dl. No treatment given. Control solution tests were within range.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one pear shaped clip and with three j shaped clips. The jaws were inspected and no burr was found. No conclusion could be reached as to what may have caused the received malformed clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining three clips as intended. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during as laparoscopic cholecystectomy procedure the surgeon fired the device and the clip applier jammed and would not fire. When the surgeon observed the clips they were open ended and malformed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)